Manufacturer narrative:
Investigation summary: it was reported the syringes are not completely injecting the saline. To aid in the investigation, five samples in sealed packaging flow wrap were received for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. Each sample was then tested for sustaining force, which is the force applied to the plunger rod while moving downwards when expelling the saline solution, and all results were within specification. It could be possible that the customer is getting some products that are towards the high specification limit and are related to the symptom reported by the customer since they require extra force than normal to expel the solution. A device history record review was completed for provided material number 306575, lot number 0325370. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Previous investigations have revealed that improper silicone application within the syringe barrel can create plunger resistance. Several quality initiatives have been implemented on our manufacturing line to ensure that the silicone application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the silicone is uniformly applied to the syringe barrel. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.

Event description:
It was reported when using the bd posiflush¿ sp pre-filled flush syringes nacl 0.9% the plunger was difficult to move. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: "the syringe is not completely injecting saline, it is jamming around 4ml."